Event description:
The customer reported the set cracked and leaked propofol. There was no report of pt harm or medical intervention. Although requested, no further pt/event info was provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. Internal file no: (B)(4). Unable to determine the cause of the customer's report that the set cracked and leaked. The customer stated the set has been discarded and is not available for failure investigation.